Event description:
It was reported that during an atrial capture threshold test, loss of right ventricular (rv) capture was observed on the device. Abbott technical support (ts) alleged the event was due to the rv amplitude reverting to the last programmed value which was too low to ensure rv capture. According to ts, the device behaved as expected and the event is not due to a malfunction. It is unknown if the patient is pacemaker dependent and no patient consequences were reported. Additional information was requested but not yet received.

Event description:
Additional information received indicated the patient was pacemaker dependent but did not experience any symptoms or adverse consequences due to the event.